Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the loaded the reload to the device in a bariatric sleeve gastrectomy, the device did not fire. They used another reload to complete the case. There was no patient injury.